Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had redness, itchiness and swelling around the incision site; this is an indication of infection. There were no additional adverse patient effects reported. The ICD remains in service.